Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro device was engaged, would not shut off, and the jaws began glowing red. The device was unplugged and another was used without further issue. The hosp did not report any pt effect. The hosp follows IFU recommended sterilization procedures and has used the cable less than 20 times.

Manufacturer narrative:
Investigational results: the visual inspection of the silicone jaw boots showed that each had signs of minimal clinical usage. Resistance measurements were within specification. The micro switch functioned properly when tested. The pre-cautery test results, using a ref hemopro cable and power supply, showed that no electrical non-conformities were found on the device after several device activations. The device met electrical product specifications during this test. The reported failure was not confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).